Manufacturer narrative:
Reported event an event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results -product evaluation and results: visual inspection confirmed the reported event. The reamer handle is missing screws that secure the two halves of the shell. There was no evidence of misuse or material deformation that would indicate anything beyond normal use. According to the relevant instructions for use, users are instructed to inspect the instruments prior to use to determine the ¿end of useful¿ life. One of the commonly identified failure modes that the user should inspect for is dissociation of screws in the 212760 offset reamer handle. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screws fell out of reamer case type / application: tha 4.1 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return. Update 01/october/2024: as reported via medsun 2200840000-2024-8010: we noticed that a screw was missing from the stryker mako acetabular inserter after use.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available

Event description:
Screws fell out of reamer case type / application: tha 4.1 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.